Event description:
The customer reported of the generation of erratic sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) patient results with low/negative anion gap on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as a defective ion-selective electrolyte (ise) tubing and reference solenoid valve. The fse replaced the ise tubing and reference solenoid valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).